Event description:
On 08-jan-2026, a company representative - service personnel contacted technical service to report that totalcare bariatric capital (product code p1840dca000051, serial number (B)(6), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to check the linkage. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. .a search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account three additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.